Event description:
It was reported that the physician was unable to adjust stimulation. A power-on-reset (por) message was displayed, as well as the "call your doctor" icon. Add'l info has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).